Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the change out procedure, the right ventricular (rv) lead exhibited high out of range shock impedance measurements in both the previous cardiac resynchronization therapy defibrillator (crt-d) and newly implanted crt-d even after checking connections. Upon further review a fracture was seen on the distal coil electrode just proximal to where it connects with the pace sense electrode. The defibrillation portion of the lead was surgically abandoned and a new lead was placed. The pace sense portion of this lead remains in service. No adverse patient effects were reported.